Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The caller did not know the customer's current blood glucose reading. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The caller was unable to verify if the basal rates were the correct ones for the customer. The caller stated that she would be speaking with the customer's hcp, and call back with the customer's correct settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.